Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch. No unlocked keypad connector. Unable to perform all functional testing including the restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of elevated blood glucose. Customer's blood glucose level was unknown at the time of incident. Troubleshooting found that the customer's blood glucose level was fluctuating and did not feel comfortable with the pump. Customer indicated that the infusion set was changed but their blood glucose level did not come down. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.